Manufacturer narrative:
The investigation for the product damage has been completed. The returned device confirmed the cannula detachment from the detached inflow cage and had deforming on the cannula that confirmed grasping of the device. The root cause of the product damage (detached inflow/outflow - peripheral vessel) was determined to be use-related. H.6 code 4627 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-18613 and was added.

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 pump delivered for the support of a patient for two days for the support during coronary artery bypass grafting. The pump was weaned and explanted after the two days. At the time of explant, there was resistance and the pump was separated. The pump broke at the cannula. All pieces were able to be removed. The procedural outcome was the patient survived the surgery.